Event description:
Per the clinic, the patient experienced facial nerve stimulation and poor performance with the device. The device was explanted on (B)(6) 2022 and it is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on may 27, 2022.